Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image, bad quality during an unspecified procedure involving an olympus camera head. The cause is currently unknown to the customer. There were no reports of patient harm.